Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue. The most probable root cause is a corrupted, missing, or invalid operational image on the msc (master supervisory controller), causing it to fall back to the golden image and disable clinical use. Reprogramming the msc with the correct image restored normal operation.

Event description:
It was reported that the hospital experienced a power surge, causing their system to power back on with a repeating error. The technical support engineer (tse) reviewed the system logs and identified a fault. The tse instructed the customer to perform a hard power cycle on the vsc, but this did not resolve the issue. The customer did not have another tower available to continue troubleshooting. The customer aborted the procedure with no report of patient injury.